Manufacturer narrative:
A partial lead measuring 49.2 cm from the distal tip was returned for analysis. Internal insulation abrasions were noted at 7.5 cm to 7.7 cm and 36.0 cm to 36.8 cm from the distal tip. External insulation abrasions were noted at 45.2 cm to 45.7 cm and 44.7 cm to 45.5 cm from the distal tip due to friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.